Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, lens haptic was cracked and came off prior to be inserted into the eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Lens received adhered to the lens case lid, the lid is in a zip locked plastic bag; no lens case base received. One haptic received loose in a zip locked plastic bag. Solution is dried on the intraocular lens (iol). One haptic is broken/torn and is loose in the zip locked bag, there are marks on the other haptic. There are marks on the optic. We are unable to determine the root cause for the reported complaint lens haptic was cracked and came off prior to be inserted into the eye. The iol was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).